Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
Method: review of manufacturing records was performed. Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing system. We are unable to determine exactly what caused the infection.